Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("red blotches on my face") and ovarian cyst ("left ovaran cyst"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash macular and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and rash macular to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Discrepancy noted: date(s) of removal: (B)(6) 2019. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Lot number was added. Event medical device removal was updated as pelvic pain. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("left ovaran cyst") and rash macular ("red blotches on my face"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, ovarian cyst and rash macular outcome was unknown. The reporter considered medical device removal, ovarian cyst and rash macular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst.   Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("red blotches on my face") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash macular and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and rash macular to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Discrepancy noted: date(s) of removal: (B)(6) 2019. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("left ovaran cyst") and rash macular ("red blotches on my face"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, ovarian cyst and rash macular outcome was unknown. The reporter considered medical device removal, ovarian cyst and rash macular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst.  Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event medical device removal added. Essure implant and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.